Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt out of range right atrial pace impedance measurements greater than 3000 ohms and noise which resulted in numerous inappropriate atrial tachy responses (atr). This crt-d was subsequently explanted and replaced. This crt-d has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.